Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer also stated the insulin pump was making a beeping alarm noise, but there was originally no alarm message showing up on the screen until he pressed some buttons. The no delivery alarm occurred during a bolus delivery. The customer's blood glucose was 200 mg/dl. Insulin exited during a 5.0 unit fixed prime, but the customer stated it was a very small amount. The customer stated it was a bubble and a very small amount of insulin at the end of the tubing that exited. The customer did not have a plunger with which to continue troubleshooting and stated he would proceed with his back-up plan for the time being. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.